Event description:
Initial reporter indicated that the pt's generator was not able to be interrogated. The last successful interrogation of the device was in 2006. All values were normal at that time. The handheld/wand was able to interrogate other pts, so the handheld/wand is working effectively. Reporter also indicated that the pt is experiencing increased seizures, pre-vns baseline unknown. Good faith attempts are being made to obtain the programming history.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.